Event description:
The customer reported the loss of cinema functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cinema disk was replaced. The system was then found to be operating as intended.